Event description:
It was reported that the asymptomatic patient presented to the hospital, capture anomaly was observed on the right ventricular lead. The lead was repositioned successfully. The patient's condition post procedure was stable.